Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation, but returned to olympus (B)(4) the subject device was sent to an independent laboratory and microbial culture test on the subject device was conducted. The test result was negative for microbes. The exact cause of the event could not be conclusively determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested positive for bacillus sp. With the amount of over 100ufc / endoscope. The user reportedly follows the instruction manual of the subject device and the subject device had been reprocessed using olympus automated reprocessor (aer) model etd-3 (not available in the USA ) with peracetic acid before the culturing test . There was no report of infection associated with this report.